Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced interprocessor communication error, hardware low level failures and pump error. The customer's blood glucose value was unknown. The customer stated that he was at school and the pump started rewinding. The customer was assisted with the bolus amount and it was recorded in the daily history. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self- test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 2, pump error 19 or pump error 63 noted during testing. Pump error 63 alarm confirmed in the pump history due to software error. No cosmetic damage noted during testing.